Event description:
A customer reported, that their freestyle flash blood glucose monitor had been showing an error 3 message, when the test strip was inserted. The customer observed the battery icon and booklet icon displayed on the screen. The meter is exhibiting signs of the memory overwrite malfunction. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
This is an initial report. The customer's meter has been requested for investigation. A follow up report will be submitted if the meter is received. Customers and retailers have been informed through the adc fa16may2006 letter.